Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger. Product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: extension. Product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: extension. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that the spinal cord stimulator (scs) was removed because it was "not working." The patient did not remember when they noticed the scs was not effective. The patient had muscle jerking sensations. It was explanted (B)(6) 2013.

Event description:
Follow-up information reported that the patient met company representative and underwent reprogramming on (B)(6) 2012. It was noted that the patient experienced a jerking sensation which subsided after the reprogramming. The jerking sensation, described by the patient as being "like she has parkinson's disease in her arms, legs, and head," returned on (B)(6). The jerking continued after the patient turned off the neurostimulator. It was also reported that the patient had other life issues and was going through a "tough time". Additional information was requested, but was not available at the time of this report.

Event description:
It was reported that the patient recently underwent a revision because "the old one blacked out". During the revision an extension was added and the implantable neurostimulator was moved to the front of the patient's body. The manufacturer's device registry indicated two extensions were implanted at that time. Following the revision, the patient's skin was sticking up about 1 inch on the left side of her body over the extension location. The patient's legs were not working properly, and she was experiencing pain and shocking or jolting sensations. The patient was receiving minimal therapeutic relief and was also taking oxycontin, soma, and valium. The patient fell on her stomach about a month prior to report. The jerking sensations and the skin protrusion issue had been worsening over the 2 weeks prior to report. The patient turned the neurostimulator off and had an appointment scheduled with her physician for (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Extension: model 3708120, serial# (B)(4), implanted (B)(6) 2012, explanted unk; extension: model 3708120, serial# n (B)(4), implanted (B)(6) 2012, explanted unk; lead: model 3778-45, lot# v149887003, implanted (B)(6) 2009, explanted unk; lead: model 3778-45, lot# v239598034, implanted (B)(6) 2009, explanted unk; recharger: model 37752, serial# (B)(4).